Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. There were no damages noted at the lead's tip or helix that would have contributed to dislodgement. The lead passed all electrical tests.

Event description:
This right ventricular (rv) lead exhibited high pacing threshold. Additional information indicated that the lead was dislodged after the initial implant and that another surgical procedure was performed in an attempt to reposition the lead. The lead was explanted. No additional adverse patient effects were reported.